Event description:
Consumer stated: I love my shyn and have had no problems but the new head I just received keeps shedding bristles while I am brushing!! This has never happened before and it not pleasant as you can imagine."